Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported 0.2 ml juvéderm® volift¿ with lidocaine injection to the lips. During the injection, vessel line appeared white and it was corrected with massage. 20 minutes later, patient experienced whitening of top left lip, left side of nose and glabella. "Other places accelerating of venous filling" also noted. Hyaluronidase 0.8 ml, acetylsalicylic acid 100 mg, hot compress and ozone treatment provided. "Patient's circulation returned to normal and patient recovered", but had "some spots remaining in the affected area (similar to sun spots)".